Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the strokes were embolic. Diagnostic testing included computerized tomography (CT) scan. The patient had exhibited right upper limb weakness when weaning sedation post operatively. Anticoagulation was held due to the risk of hemorrhagic conversion. The patient was undergoing post cerebrovascular accident (cva) care.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings. Initial reporter phone number: (B)(6). Initial reporter address line 1: (B)(6).

Event description:
It was reported that the patient had two strokes on (B)(6) 2023 around 4:15 pm. There was noted weakness when the patient was prepped for extubation. Imaging was performed to confirm the stroke. The patient was left intubated and ventilated.